Event description:
Rptr recently experienced a severe respiratory infection and his physician put him on home oxygen. The plastic tubes furnished with the equipment to deliver the oxygen (by nasal cannula) caused severe irritation to his bronchial tubes, his upper lip and his mouth. It resulted in severe asthmatic problems and he was forced off the oxygen as a result. Needless to say, this caused him great discomfort. He has copd and is very concerned that some time in the future he will requie life-saving administration of oxygen and may be unable to tolerate it being delivered through these tubes. The chemical odors from these tubes were so pervasive that rptr had to remove them entirely from the house as the fumes were affecting other family members. He finds it extremely hard to believe that he is the only person ever to have suffered such an allergic reaction. Last february he was hospitalized for a mild heart condition and oxygen was delivered by nasal cannula with no odors or ill effect.